Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed the cuff was too loose around urethra. The aus was explanted and replaced. No further patient complications were reported.